Manufacturer narrative:
D4: added serial #, catalog #, expiration date, UDI #. H4: added device manufacture date. H6: updated type of investigation code and investigation findings code. Conclusion code remains the same. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation findings code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: on (B)(6) 2002: (B)(6). [Signature illegible]. Outpatient / observation status physician record. History: with increased mass and discomfort from umbilical hernia. Does not reduce. Some episodes of upper abdominal pain with known cholelithiasis. History obesity, esophageal reflux, past cesarean section. Weight 334 lbs. Exam: obese, bulge deep to umbilicus. Impression: incarcerated umbilical hernia. Cholelithiasis. On (B)(6) 2002: [facility ni]. [Signature illegible]. Anesthesia record. Weight 155 kg (340 lbs). Asa physical status: 3. Implant procedure: repair of incarcerated umbilical hernia with mesh. Laparoscopic cholecystectomy. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/04328926]. Implant date: on (B)(6) 2002 (outpatient surgery). On (B)(6) 2002: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated umbilical hernia. Chronic cholecystitis with cholelithiasis. Postoperative diagnosis: incarcerated umbilical hernia. Chronic cholecystitis with cholelithiasis. First assistant: (B)(6), crnfa. Anesthesia: as dictated on (B)(6) 2002. Description of the procedure: ¿the details of this operative report must be obtained from the initial dictation on (B)(6) 2002, completed at 4:30 p.m. From the dictation lines from the outpatient surgery center. Ms (B)(6) had initial repair through an infraumbilical incision of her incarcerated umbilical hernia with mesh placement. Separate incisions were then made for the laparoscopic cholecystectomy, which was complicated by her large weight. Again, please refer to the previous dictation.¿ on (B)(6) 2002: (B)(6). Implant sticker. Dualmesh corduroy antimicrobial. Item: 1dlmcp04. Lot#: 04328926. [Poor copy]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/ 04328926) was implanted during the procedure. Relevant medical information: on (B)(6) 2010: (B)(6), md. Emergency room visit. Presents to the emergency department for evaluation of abdominal pain. Developed abdominal pain, located around the umbilicus. Describes it as sharp. Vomited approximately 2 hours after the pain began. She has had 7 episodes of nonbloody, non-biliary emesis. Denies any abdominal distension. Does report the pain is relatively uncomfortable. Denies any fever, chills or night sweats. She is a current smoker, denies any ethanol, denies any illicit drug use. Exam: abdomen: soft, there is a nonreducible umbilical hernia. There are normal bowel sounds. There is tenderness over the hernia. There is no cva tenderness. Impression: abdominal pain. Incarcerated umbilical hernia. On (B)(6) 2010: (B)(6), md. Radiology-CT abdomen/pelvis with contrast. Indication: mid abdominal pain, vomiting. Findings: there is an umbilical hernia, the neck which measures 3.5 cm in diameter. It contains a loop of small bowel which does not appear to be obstructed or strangulated. Impression: umbilical hernia, containing single loop of small bowel. Bowel does not appear obstructed or strangulated. Degenerative changes of lower lumbosacral spine, without evidence of acute osseous abnormality. Prior cholecystectomy. On (B)(6) 2010 [assigned]: (B)(6), do. History and physical. Seen in surgical consultation for ventral hernia. Presented to (B)(6) hospital after having intercourse. Describes the pain located in the mid portion of abdomen. Denied any dyspareunia. States that the abdominal pain began acutely and then became more sharp. States that she has had a known hernia in this area for about 2 years, which has caused her constant pain. Did have some nausea and vomiting. States that her last bowel movement was last night. The patient does smoke; does not drink. Exam: abdomen: soft. It is morbidly obese. She does have tenderness to palpation located in the supraumbilical region. There is a bulge in this area, which is nonreducible. There is no evidence of peritoneal gas. CT scan of the abdomen and pelvis was reviewed with dr. (B)(6) which reveals evidence of a ventral hernia located in the supraumbilical region. There was a portion of small bowel contained within this but there is no evidence of edema, no evidence of necrosis of ischemia. Impression: incarcerated ventral hernia. Nausea and vomiting. Gastroesophageal reflux. Obesity. Plan: at this point, the patient is to be scheduled for operative intervention with a ventral incisional herniorrhaphy with mesh. All the risks and benefits of the procedure have been explained to the patient in extensive detail and she understands and is willing to proceed. On (B)(6) 2010: (B)(6) center. [Signature illegible]. Anesthesia record. Weight 350 lbs. Smoker ½ pack per day. Asa physical status: 3. On (B)(6) 2010: (B)(6), do. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: incarcerated ventral hernia. Operative procedure: exploratory laparotomy. Ventral incisional herniorrhaphy with mesh. Anesthesia: general endotracheal tube anesthesia with dr. (B)(6). Intravenous fluids: 1 l. Estimated blood loss: minimal. Complications: none. Findings: evidence of an incarcerated ventral hernia with evidence of omentum incarcerated. She did have a portion of the small bowel that was stuck up in this area on the original CT scan. There was no evidence of incarceration of small bowel at the operative intervention. The small bowel was inspected and noted to have no evidence of ischemia. Indications for operative intervention: the patient is a 42-year-old female who was seen in surgical consultation for a ventral hernia. The patient has had a previous history of an umbilical herniorrhaphy repaired in the past. The patient states that she developed pain in the region of the umbilicus and just superior to the umbilicus. She subsequently developed nausea and vomiting. She has had a known hernia in this area for about 2 years. The patient was seen in surgical consultation. Based upon the physical exam as well as the CT scan findings, the patient was scheduled for operative intervention with exploratory laparotomy and ventral incisional herniorrhaphy with mesh. All the risks and benefits of the procedure were explained to the patient and she understands and is willing to proceed. Description of procedure: ¿the patient was taken to the operating theater, placed on the operating table in the supine position. General endotracheal tube anesthesia was achieved. Bilateral lower extremity scds were placed. The abdomen was then prepped and draped in a normal sterile fashion. Surgical pause was performed identifying the correct patient and operative intervention. At this point, a midline abdominal incision was made extending from the umbilicus for approximately 6-8 cm superiorly. It was carried down through subcutaneous tissue to the area of the hernia. At this point, the hernia sac was able to be completely identified and dissected from the surrounding subcutaneous tissue. At this point, dissection was carried all the way down to the fascia and the hernia sac was opened. The hernia sac was noted to contain a large amount of omentum. The omentum was noted to be viable. All the adhesions of the omentum to the hernia sac were completely taken down. The small bowel was inspected and noted to have no evidence of ischemia. There was no small bowel within the hernia sac after it was opened. After all the omentum was completely freed up and reduce the hernia sac was completely excised and passed off the field. At this point, the fascia was dissected around in a circular manner extending approximately 4-5 cm from the fascial edge. At this point, the decision was made to repair the hernia with stratus mesh. A 10 piece of stratus mesh was placed into the abdomen and then sutured to the fascia approximately 4-5 cm from the fascial edge completely repairing the defect. At this point, a 19-french round jp drain was placed over the mesh and into the subcutaneous tissue. The fascia was then reapproximated in the midline using interrupted 0 vicryl sutures. At this point, subcutaneous tissue was irrigated with copious amounts of irrigation. The subcutaneous tissue was then closed in layers using a running 2-0 vicryl suture x2. The skin was then closed using staples sutures. The drain which had been placed through a separate stab incision right lower quadrant of the abdomen was then sutured to the skin using a 3-0 nylon suture. It was placed to bulb suction. Telfa as well as dry sterile dressings and a drain sponge were placed. The patient then had an abdominal binder placed. The patient was awakened from general endotracheal tube anesthesia and returned to recovery room in stable condition. All needle, lap and instrument counts were correct at the end of the procedure. The patient¿s family was not in the waiting room to notify them of the intraoperative findings or the overall condition of the patient postoperatively.¿ on (B)(6) 2010: (B)(6) center. Implant sticker. Strattice. On (B)(6) 2010: (B)(6), do. Discharge summary. Discharge diagnosis: incarcerated ventral hernia. Hospital course: was seen in surgical consultation abdominal pain. Developed a bulge located just superior to the umbilicus. Has had a known hernia in this area for about 2 years. Presented with increasing pain and the inability to reduce this area. Taken to the operating room. Tolerated the procedure well without complication. Postoperative day #1 was still complaining of pain and was not tolerating regular food at that point. Was also not ambulating in the halls. Postoperative day #2 vital signs were stable. She was afebrile. Was tolerating by mouth. Secondary to overall improvement the patient is to be discharged home. The patient may shower. Is to do no heavy lifting greater than 20 pounds for approximately 4-6 weeks. Patient is to wear abdominal binder. Explant procedure: [ni]. Explant date: [ni]. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. "Intestines protruding" . Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent open umbilical hernia repair on (B)(6) 2002 whereby a gore® dualmesh® plus biomaterial with gore corduroy surface was implanted. The complaint alleges that on (B)(6) 2010 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: severe and chronic pain, diarrhea, vomiting, intestines protruding, adhesions. Additional event specific information was not provided.